Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed inflammatory neuralgia. The system was explanted and the symptoms resolved. The patient is being monitored.